Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right side of the chest via the right internal jugular vein, when sending the micro-puncture sheath, it was found that the core of the puncture sheath was allegedly deformed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The photos show a peel-apart sheath which was noted to be bent. Therefore, the investigation is determined to be confirmed for the reported deformation due to compressive stress issue. The definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right side of the chest via the right internal jugular vein, when sending the micro-puncture sheath, it was found that the core of the puncture sheath was allegedly deformed. The procedure was completed using another device. There was no reported patient injury.